Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the unit needs a new pressure sensor board, rear case, and handles. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 06/09/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200188221 for binding which does not correlate to the customer reported issue.

Event description:
It was reported that the unit needs a new pressure sensor board, rear case, and handles. There was no patient involvement.